Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: instability. On x-ray it was noted that there was substantial wear on the polyethylene insert with subsequent impingement and instability.

Manufacturer narrative:
Following investigation by bioengineering, notification was received that: it is unlikely there was a manufacturing fault. It is likely in this case that an unpredictable combination of several factors occurred such as patient factors, surgical procedure, surgical process and implant design. The complaint shall be closed with an undetermined conclusion; it shall be entered onto the complaints database and monitored through trend analysis. Should further information be received, then the complaint shall be investigated further.